Event description:
It was reported through clinic notes dated (B)(6) 2012 that the patient had been experiencing small breakthrough seizures. During the appointment, the generator was interrogated and was found to be at or nearing end of service. The patient underwent a generator replacement on (B)(6) 2012. Attempts for additional information and product return have been unsuccessful to date.

Event description:
It was reported on (B)(6) 2012 that the explanted generator would not be returned to the manufacturer for product analysis as it was discarded after the surgery. On (B)(6) 2012 the patient's treating physician informed the manufacturer that the patient has seizures that are extraordinarily difficult to control. His recent breakthrough seizure is in no way a reflective problem with the vns and the patient had a natural history of poor seizure control. Per the physician his device works fine and he was implanted with a new device because the battery of the explanted generator was at its end of service. The implant card was received by the manufacturer on (B)(6) 2012 also indicated that the patient was replaced with a new generator due to battery depletion of the old generator and neos=yes.